Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they got the software problem (1 intellis 2 3.6 3 45 4 qte_arm) message while charging the implant and the issue began today. During the call agent walked patient through removing the battery pack and plugging controller into the ac power. Controller powered on. Patient inserted the battery and confirmed controller was 90% and implant was 30%. Patient had an out of state MRI appointment on friday. Agent walked patient through MRI mode but patient got no device found. Patient then connected the recharger and confirmed recharging excellent. Patient's stimulation was off and on MRI mode but option was grayed out. Agent advised patient to continue charging the implant then to call back for MRI compatibility and to exit MRI mode.